Manufacturer narrative:
A ge service representative performed an onsite investigation. The video signal connection was evaluated and strengthened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of a diagnostic live fluoroscopic image. No pt or user injury was reported.